Manufacturer narrative:
Literature article: "novel cause of late atrial septal defect devices embolization". B3 - date of event is estimated. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "novel cause of late atrial septal defect devices embolization", was reviewed. The article presented a case study of a 10-year-old male patient with small patent ductus arteriosus (pda) and large secundum atrial septal defect (asd) plus benign brain tumor resection with secondary seizures. It was reported that on 04 april 2021, a 24mm amplatzer septal occluder was chosen for implant with a concomitant pda closure with a 3-4mm amplatzer duct occluder ii. It was reported 12 weeks post-procedure, the patient experienced peripheral cyanosis and shortness of breath after a brain magnetic resonance imaging (MRI). The cyanosis lasted for one day before resolving spontaneously but shortness of breath persisted. It was reported on an unknown date 16 weeks post-procedure, a follow up chest x-ray showed the 24mm amplatzer septal occluder projecting over the upper mediastinum. Echocardiography showed the device had embolized into the main pulmonary artery (mpa). An attempt to remove the embolized device via catherization failed due to device adherence to the mpa. A decision was made to perform surgical intervention to remove the device. During surgical intervention, it was noticed there was thermal burn in the right atrium wall possibly secondary to local overheating of the device during MRI exposure. The patient was discharged with no residual asd, good biventricular systolic function, and electrocardiogram showed sinus regular rhythm. The article concluded that with the growing number of patients undergoing transcatheter closure of septal defects using specialized devices, it is important to assure safety MRI usage and for the time being t is logical to recommend no elective MRI exposure post asd device closure until the six month period has passed. [The primary author was wejdan ba-atiyah, pediatric cardiology, kfsh&rc - jeddah, jeddah, saudi arabia. The corresponding author was jameel al-ata, department of pediatrics, pediatric cardiology section, king faisal specialist hospital and research center, jeddah, saudi arabia, with corresponding email: ataj@kfshrc.edu.sa]

Manufacturer narrative:
As reported in a research article novel cause of late atrial septal defect devices embolization. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. From medical reveiew: the authors of the article hypothesize that the MRI caused tissue burning and the device embolization. This is the first reported case of this type. Intra-operative findings confirm the presence of burning such that the proposed mechanism is plausible. Na.